Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'shuts off without input. Must be plugged in to ac to turn on again. Tested with a new battery' which was not duplicated during evaluation. A review of the event history log identified 'improper shutdown! Event. The reported condition was verified. Evaluation did not reveal a device malfunction related to the failure. The 'improper shutdown!' Message in the log displayed when the pump was powered on after all power sources to the pump were lost, however the history log cannot be used to determine the means by which power became disconnected. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device had two columns of keys on the keypad (including power button) were not working. The cause was identified to be a failed keypad which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shuts off without input upon power up at the biomed service department. There was no patient involvement. No additional information is available.